Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6)2024. The patient experienced a skin reaction which occurred the day the sensor had been inserted in the abdomen. The patient developed a rash and pimples under the sensor patch. Prior to sensor insertion the area was cleansed with soap and water. On the same day the patient consulted a nurse via telephone and was prescribed an oral (hydroxyzine, unspecified dosage) and topical (otc benadryl cream) antihistamines medication. At the time of the report the patient was good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).